Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where patients were not crossing over from epic. A technical support specialist (tss) reviewed the two patient examples provided by the customer and confirmed that both patients appeared as admitted in the system. However, the tss identified several errors associated with some of the order messages sent from epic. The same error was 'a component type was not provided within the component'. The tss escalated the issue to the epic team to review the affected patient orders. The epic team was advised to inspect the hl7 message structure for missing elements, formatting issues, or other messages. The customer then confirmed that the system started working. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server users observed that patient information was not crossing over from epic. All stations appeared as affected. In some cases, partial patient data such as only the patient's name successfully transferred, while the remaining details displayed as unknown. However, there were no delays or adverse events or injuries reported based on this event.